Manufacturer narrative:
(B)(4). Cartridge, drivers. Additional information was requested and the following was obtained: when the staple line was undone, were there any issues noted with staple formation (malformed, unformed, etc.)? Malformed. Was the issue caused by patient factors (tissue quality)? No. Was the staple line interrupted; staples not present/visible on any portion of the staple line? No. If needed, how was the tissue repaired? Hand suturing. How was the procedure completed? Yes. Was a leak test performed? Yes. If yes, what was the result? Ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The reload was received fully fired. Upon further analysis the cartridge was noted to have deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, with the third shoot, there is tissue milking with the staple line undone and part of the tissue uncut. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. .